Event description:
Silicone breast implants were inserted in rptr following breast reconstruction after a radical left mastectomy and a simple right mastectomy due to cancer. Rptr's health has declined after implantation, particularly after rupture of left device in 11/86. Rptr now has numerous health problems including lupus. Rptr complains of the following symptoms: extreme fatigue, rptr can never get enough rest, breast hardness and itching of left, lower, outer quadrant, shoulder, neck and head pain, constant runny nose, easy bruising, and immune system "out of order." She had flu twice in 1993, numerous colds, shingles, several mild bladder infections, heart erratic and "crazy" mostly when she is really tired, fingernails have "ridges" from cuticle to tip and are dull, with dry rough cuticles, and insomnia. Rptr also complains of pain in right hip, pain in right ankle, numb hands and arms when she wakes in the morning, sore "peeling" gums and roof of mouth, cramps in her feet, scaly patches on neck and cheek (not red or itchy), "achy" legs often keep her awake or can't lie still because of aching. (*)